Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed load reservoir. The customer's blood glucose level was 180 mg/dl at the time of the incident. The alarm was not resolved during troubleshooting. Advised to discontinue use of the pump and revert to a back-up plan per hcp's instruction. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin pump primed properly. No unexpected prime/fill anomaly noted during testing. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.